Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise. During a routine device change out for normal battery depletion, this lead was explanted. The system was successfully replaced. No additional adverse patient effects were reported.